Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the 30-degree endoscope plus grey mechanism pivots too much for the surgeon. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope involved with this complaint; however, failure analysis has not completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 30-degree endoscope plus to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter (ciad) did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually and confirmed to have damage of cable assembly. The cable was found deformed in cable insulation. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. The probable root cause is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.